Event description:
It was reported that during a breast biopsy procedure, upon removing the blue cable from the device, the white connector on the dc motor adapter fell off. The procedure was then converted to open and finished.